Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received multiple shocks, then expired. Interrogation of the device revealed a code 1005 indicating an open circuit condition was detected during shock delivery. Also, the battery capacity was depleted. The physician reported that the device had been implanted for 2-3 months. Technical services recommended returning the device to boston scientific for analysis. However, additional information from the distributor representative indicated the device would not be returned. A request was made for the distributor representative to obtain more details, including the implant date and the models/serial for the associated right ventricular (rv) lead. At this time, no additional information has been received. A timeline of events was not provided, so it was not known how long after the shocks were received that the patient died.

Manufacturer narrative:
This report will be updated when additional information is received. This report updates the event conclusion code and also corrects the device manufacture date.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received multiple shocks, then expired. Interrogation of the device revealed a code 1005 indicating an open circuit condition was detected during shock delivery. Also, the battery capacity was depleted. The physician reported that the device had been implanted for 2-3 months. Technical services recommended returning the device to boston scientific for analysis. However, additional information from the distributor representative indicated the device would not be returned. A request was made for the distributor representative to obtain more details, including the implant date and the models/serial for the associated right ventricular (rv) lead. At this time, no additional information has been received. A timeline of events was not provided, so it was not known how long after the shocks were received that the patient died. The local distributor representative was not able to obtain any additional information from the facility where this event occurred.